Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 7-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous physician report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and, at an unspecified time after insertion, experienced essure found to be protruding through patient's uterus (interpreted as uterine perforation) leading to hysterectomy. Uterine perforation, serious due to medical significance, is anticipated according to the reference safety information of essure. Uterine perforation may occur during any trans-cervical procedure, thus also with essure, in particular during insertion. Although in this particular case no details were available on timing, circumstances, and mechanisms of the perforation, an causality of the essure device per se cannot be excluded (related). The case was classified as incident because of intervention required for device removal. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information is awaited.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of uterine perforation ("essure found to be protruding through patient's uterus") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (a total hysterectomy was performed). Essure was removed. At the time of the report, the uterine perforation outcome was unknown. The reporter provided no causality assessment for uterine perforation with essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 9-may-2017: no new information was obtained despite attempts. Letter returned undeliverable. Company causality comment: this spontaneous physician report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and, at an unspecified time after insertion, experienced essure found to be protruding through patient's uterus (interpreted as uterine perforation) leading to hysterectomy. Uterine perforation, serious due to medical significance, is anticipated according to the reference safety information of essure. Uterine perforation may occur during any trans-cervical procedure, thus also with essure, in particular during insertion. Although in this particular case no details were available on timing, circumstances, and mechanisms of the perforation, an causality of the essure device per se cannot be excluded (related). The case was classified as incident because of intervention required for device removal. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Despite follow-up attempts, no further information was obtained.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("essure found to be protruding through patient's uterus") in a female patient who received essure. On an unknown date, the patient started essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (a total hysterectomy was performed). Essure was withdrawn. At the time of the report, the uterine perforation outcome was unknown. The reporter provided no causality assessment for uterine perforation with essure. Company causality comment: this spontaneous physician report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and, at an unspecified time after insertion, experienced essure found to be protruding through patient's uterus (interpreted as uterine perforation) leading to hysterectomy. Uterine perforation, serious due to medical significance, is anticipated according to the reference safety information of essure. Uterine perforation may occur during any trans-cervical procedure, thus also with essure, in particular during insertion. Although in this particular case no details were available on timing, circumstances, and mechanisms of the perforation, an causality of the essure device per se cannot be excluded (related). The case was classified as incident because of intervention required for device removal. A product technical analysis and follow-up information are awaited.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of uterine perforation ("essure found to be protruding through patient's uterus") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (a total hysterectomy was performed). Essure was removed. At the time of the report, the uterine perforation outcome was unknown. The reporter provided no causality assessment for uterine perforation with essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 22-jun-2017: no new information was obtained despite attempts. Letter returned undeliverable. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.